Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient stated that the implant health care professional (hcp) and anesthesiologist almost "killed" the patient and that was why the patient believed that they were having trouble with the implantable neurostimulator (ins). The patient could not get the implant set for adaptive stimulation. The implant would go "nuts" and shock the patient. These issues were reported to have started in (B)(6) 2015. The patient stated that the implant was not stimulating the patient in the middle of their back and hips where most of the patient's pain was located. The patient felt stimulation from their buttocks to their knees and feet. This issue was reported to have started in (B)(6) 2015. The patient reported that they wanted to get help with their reported issues. The patient stated that they would try to contact their trial hcp. Since implant, the patient had not seen any hcps but had worked with manufacturer representatives. The patient stated that their ins was implanted at their beltline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.